Event description:
Boston scientific received information that during a routine follow up appointment, it was observed that the right ventricular (rv) lead sensing measurement had decreased from 5.0mv to 1.6mv. Additionally, no capture at maximum output was seen. A chest x-ray confirmed the rv lead to have dislodged and was located in the subclavian vein (svc). A revision procedure was performed and the rv lead was explanted due to integrity concerns of the proximal coil during the attempted lead revision. A new rv lead was placed without incident. All measurements were within acceptable limits. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.